Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump was making an abnormal, rough-sounding noise that he believed was interfering with the function of the insulin pump. The customer also alleged that the pump is not contributing insulin correctly, based on issues he was having with high blood glucose, which he measured at 284 mg/dl that morning. During troubleshooting, it was discrovered there was a button error alarm in the history of the insulin pump, but the customer stated he was not experiencing issues with the buttons. At the time of this report, the customer's blood glucose was 104 mg/dl. Nothing further was reported.